Event description:
It was reported that the patient developed an infection at the implant site. The internal device was partially extruded. The patient's device was explanted. The patient is being monitored.